Event description:
This pt developed a bulge behind the ear. There was no infection or irritation. Xrays confirmed a dislodged magnet resting outside of the silastic pocket. The implant was still functional. The surgeon replaced the magnet with a new, sterile magnet during surgery in 2006.